Event description:
It was reported that balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured within nominal pressure. Procedure was completed with another of the same device. There were no patient complications nor injuries reported.